Event description:
A report was received that the patient underwent a revision procedure due to infection at the pocket site. During revision no infection was found. The patient was put on cephalexin antibiotics as a precaution. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent a revision procedure due to infection at the pocket site. During revision no infection was found. The patient was put on cephalexin antibiotics as a precaution. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional information indicates that the patient had redness, soreness and a fever. The symptoms are now resolved.

Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.